Manufacturer narrative:
Investigation conclusion: it is indicated that the customer's product was not returned for investigation. Therapeutic donor testing was performed using an in-house meter and retained strips of lot k378582. Although discrepant results were observed in-house, the testing shows that the system is performing within expectations. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specifications. Although the root cause analysis did not include return testing, an improper technique was identified in the complaint. This cannot be ruled out as a cause of the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Event occurred in (B)(6). Patient's therapeutic range unknown. Inratio 1.2; lab 2.52 exact dates for testing unknown. No reported adverse patient sequela.